Event description:
Customer reported that alarms 20 and 30 occurred, but only alarm 20 was captured. The event took place on december 17 and was reported on december 18. There was no adverse impact to the customer's blood glucose level. The customer had not previously reported such cartridge alarms with this pump. Technical support decided to replace the pump, with no further action required.